Event description:
It was reported that the programmer displayed an error code during servicing. The programmer was returned for service. It was further reported that the programmer subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.

Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed an error code during servicing. The link electronic module (lem) board was replaced and the lem board was calibrated. It was also determined at analysis that the hard drive was 97% the hard drive was replaced. The stylus tip was loose and was replaced and calibrated with the overlay. The power cord bay was broken, and the keyboard slide cover was missing. The floppy disk drive worked intermittently, and the system fan was noisy. The eco¿s were updated, and the lower-case feet were worn. The radio frequency transceiver connection was loose, and the bulkhead was contaminated. The media bay door was broken, and the left and right keyboard hinges were broken. The right keyboard rail cover was cracked. The screen has a light spot and was not replaced this time. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.